Event description:
It was reported that the implantable cardioverter defibrillator exhibited over-sensing due post ventricular contractions (pvc). No intervention was performed. No patient consequences.